Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on implant site #12 became loose.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 4109, 4110, 4111, 4114. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4315. One certain® gold-tite® hexed screw, unihg was not returned for investigation. Therefore, visual inspection via naked eye and camera magnification could not be performed. X-rays were not provided for this event. The product was not returned, and the reported event (screw loosening) could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Based on the evaluation the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed as the lot number associated with the iunihg was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from notification date, for similar events and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event could not be recreated due to the nature of the dental device and event (loosening) and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk review, the most likely cause for the reported event is inadequate treatment planning, misunderstood or overlooked instructions for use, screw not torqued to specification or improper technique. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.